Event description:
An attorney reported that a female pt used renu (unk type) from 2000 until 2004. In the same month, the pt began to experience pain and tearing in her left eye. Evelen days later, she was diagnosed with fusarium keratitis in her left eye. The infected tissue was surgically removed from her cornea; subsequently, the pt had a corneal scar and almost 80% vision loss in her left eye.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the ascetic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.